Event description:
It was reported that a patient had an order for potassium intravenous (IV) infusion. The bag was spiked using IV infusion set and proceeded to prime tubing. The bag and pump was scanned in usual manner, connected to the patient's IV line and initiated the infusion. It was then noted that the pump proceeded to alarm for "air-in-line," while no air visible anywhere in tubing. The clinician clamped tubing, disconnected it from the patient, and proceeded to open the channel to examine for air or re-prime if necessary. When the clinician removed the tubing from the channel, "pressurized IV fluid sprayed" to the clinician, patient and visitor at bedside. The clinician discarded IV bag and suspended the infusion. It was noted that there was "a large leak in the IV tubing and fluid had built up inside of the channel under pressure, released when tubing was removed from channel." There were no leaks were noted while originally priming the tubing. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : e2401 insufficient information, f24 insufficient information. Additional information : describe event or problem, imdrf annex a, e, f and g codes.

Event description:
It was reported that a patient had an order for potassium intravenous (IV) infusion. The bag was spiked using IV infusion set and proceeded to prime tubing. The bag and pump was scanned in usual manner, connected to the patient's IV line and initiated the infusion. It was then noted that the pump proceeded to alarm for "air-in-line," while no air visible anywhere in tubing. The clinician clamped tubing, disconnected it from the patient, and proceeded to open the channel to examine for air or re-prime if necessary. When the clinician removed the tubing from the channel, "pressurized IV fluid sprayed" to the clinician, patient and visitor at bedside. The clinician discarded IV bag and suspended the infusion. It was noted that there was "a large leak in the IV tubing and fluid had built up inside of the channel under pressure, released when tubing was removed from channel." There were no leaks were noted while originally priming the tubing. There was patient involvement but no harm.